Event description:
It was reported that this lead presented high capture threshold measurements, so the patient was examined by CT scan, with this right atrial (ra) lead found to have perforated the patients heart and their right lung, with the patient suffering a pneumothorax and subsequently this lead was explanted. This was reported to have occurred a few days after the lead was originally implanted. A new device was implanted. The device has been returned and is pending analysis. No additional patient effects were reported.

Event description:
It was reported that this lead presented high capture threshold measurements, so the patient was examined by CT scan, with this right atrial (ra) lead found to have perforated the patients heart and their right lung, subsequently this lead was explanted. This was reported to have occurred a few days after the lead was originally implanted. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead presented high capture threshold measurements, so the patient was examined by CT scan, with this right atrial (ra) lead found to have perforated the patients heart and their right lung, with the patient suffering a pneumothorax and subsequently this lead was explanted. This was reported to have occurred a few days after the lead was originally implanted. A new device was implanted. The device has been returned and was analyzed. No additional patient effects were reported.